Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Patient was revised on (B)(6) 2021 due to dislocation. Approximately 3 months after the first surgery. The surgeon explanted centered glenosphre, glenoid baseplate, screw , ø135/145 40+6 cup, humeris stem size 14. The surgeon implanted double taper and helmet head.